Event description:
A pt was implanted with a distal femur plate to fix a fracture above a knee prosthesis. Post operatively the plate broke. The pt was returned to the operating room for removal and revision.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.